Event description:
It was reported the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention occurred where in the lead was explanted and replaced on (B)(6) 2025. During the procedure an additional lead was attempted to be implanted but was unable to be due to scar tissue. Effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.